Event description:
Material#: mz9270 batch#: unknown. It was reported by the customer that we had an incident where tpn filter was leaking. No harm, but nurse had to break into sterile lane and change product, and a leak/opening in line could introduce bacteria and potentially put patient at risk for a bloodstream infection.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: mz9270, batch#: 24039216. It was reported by the customer that we had an incident where tpn filter was leaking. Verbatim: we had an incident where tpn filter was leaking. I have sample available to send it to you. Please advise next process. I have cc'd nurse educator to this email if you have any clinical questions. Additional info: 1. The defect was observed during use on a patient. 2. No, but nurse had to break into sterile lane and change product, and a leak/opening in line could introduce bacteria and potentially put patient at risk for a bloodstream infection. 3. (B)(6) 2024. 5. There has been lots of issues within the past year with our tpn filters, but I believe since the most recent product change (B)(6) 2024) - this is the second occurrence 6. No.

Manufacturer narrative:
It was reported that the filter was leaking. One sample model mz9270, lot 24039216 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was primed with water, but the filter membrane was not filtering out air. The sample was flushed, the membrane was dried, and the hydrophobicity of the membrane was restored. The reason for the membrane leaking is that the hydrophobicity of the membrane must have been compromised during use and not during the manufacturing process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.